Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support with no further issues reported. A direct correlation between the device and the reported aortic insufficiency could not be conclusively determined. A specific cause for the report of elevated pump power could not be determined. No system controller log files from the time of the reported event were available for analysis. Pump power is a direct measurement of motor voltage and current; changes in pump speed, flow, or physiological demand can affect pump power. The heartmate ii lvas IFU outlines all pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for an evaluation to rule out device thrombosis. The patient's lactate dehydrogenase (ldh) panels per staff remained normal and low. The patient's inrs were reported as ranging from 1.9 to 2.5. It was reported that the patient has aortic insufficiency and it remains unclear if the left ventricle was adequately unloaded. The patient was reportedly asymptomatic. No further information was provided.